Manufacturer narrative:
(B)(4). The helix was returned damaged and the helix performance test could not be performed. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the lead exhibited low sensing and high capture threshold during a rv lead implant procedure. The physician failed to deploy the lead after multiple attempts. The lead was exchanged with another new lead, and the physician was able to deploy the new lead in first attempt. No further information is available.